Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter became entrapped on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected for use over a non-bsc filter wire. During the procedure inside the patient, the device became stuck on the wire and could be separated from the wire. The procedure was completed with another of the same device. There were no patient complications and the patient's condition post procedure was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR:returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. The guidewire was returned with the device. Visual inspection of the device revealed that the guidewire was not returned in the device. The guidewire lumen and the catheter shaft were checked for damage. The guidewire that was returned was inserted into the jetstream device and the guidewire transcended through the device with a slight restriction. Functionality was checked by setting up the device on the jetstream console and the device functioned as designed. Inspection of the remainder of the device, revealed no other damage or irregularities. It was noticed that the guidewire used during the procedure was a spider filter wire. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Note: the jetstream dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a medtronic spider filter wire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported the catheter became entrapped on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected for use over a non-bsc filter wire. During the procedure inside the patient, the device became stuck on the wire and could be separated from the wire. The procedure was completed with another of the same device. There were no patient complications and the patient's condition post procedure was fine.